Event description:
The patient noticed her shirt was wet from her line that was running etoposide and called. Rn thoroughly assessed the line and where the leak was, and it was not from the cstd. The .2-micron filter was leaking on the actual filter, patient side. The team dried the entire thing, with a new female capped flush, flushed the line and it started leaking from the filter.